Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22jul2020.

Event description:
During analysis of a gas delivery system (gds) that was returned for failure investigation, the occurrence of the diagnostic code related to watchdog test failed was noted. There was no patient involvement. The failure investigator noted that the flow sensor substrate printed circuit board (pcb) was cracked in half on the oxygen flow sensor pcb.